Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate high results of "120mg/dl" on the subject meter compared to "90mg/dl" on an accucheck meter, performed within 30 minutes of eachother . This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.